Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic/latino female patient underwent revision breast augmentation with 250cc mentor memorygel breast implant on both sides and experienced bilateral pain and discomfort. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On august 30, 2021, mentor became aware that patient also experienced bilateral rupture in addition to bilateral pain, and discomfort. Also, the date of replacement surgery is (B)(6) 2021. Order was placed for catalog number 3503504bc. The following fields have been updated on this form: is product problem has been selected under section b; field b1. Is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2021. Field h6 medical device problem code - "material rupture" has been added. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right rupture, pain, and discomfort. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 15, 2021, mentor was notified that the devices were intact upon removal and the patient experienced bilateral local reaction and swollen lymph nodes. Hence, clinical, and device problem codes have been appropriately updated under fields h6 to reflect the information received. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).